Event description:
The customer reported that a patient monitor fell from the wall mount arm and struck a patient on the head.

Manufacturer narrative:
The customer reported to philips healthcare that the vm4 suresigns patient monitor fell from the wall mount arm, striking a patient on the head. The patient received six stitches. The hospital staff reported that the patient was given a cat scan (CT) post incident and no abnormality was found. It is being considered that the patient received no permanent injury or impairment. A preliminary evaluation of the monitor and mount post incident show that the adapter plate was damaged and that the mount was also damaged as a result of improper insertion of the adapter plate into the mount. This is not a device malfunction, but is considered as outside normal and expected use. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.